Manufacturer narrative:
Continuation of d10: product ID 97755, (B)(6). Product type: recharger section d: information references the main component of the system. Other relevant device(s) are: product ID: 97755, (B)(6). H3: analysis of the 97755 recharger. (B)(6), revealed that there were no issues with the rtm charging the ins. It passed the final functional test. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a couple months ago the patient's (pt) implanted neurostimulator charge duration had been getting slower and now it was taking hours and hours to charge their implant even at 50% battery. Last night the patient started at 6: 30 pm and they were not able to take it off and it did not charge completely at 11 pm. This morning the patient was having an MRI and they could not get the system back on so their husband took the battery out and put it back into the controller to show that the stimulator was in MRI mode. Pt noted they had tried to reset the controller prior to today to see if it would help. During call patient verified no damage to the controller charging port or to the rtm. Patient could not attempt to recharge their implant since it was at 100%. The issue was not resolved. An email was sent to the repair department to replace the rtm. Additional information was received from a patient (pt). It was reported that they are still having issues with the implant taking a long time to charge. Patient stated it's been 3-4 months now and it's taking over 3 hours to charge the implant despite showing "excellent" recharging. Patient stated they had an exchange recharger sent out to them which didn't make a difference and then they got their recharger back. Patient met with their manufacturer representative (rep) this morning who looked at all the equipment and told them to call and get the controller and recharger replaced. Agent attempted to ask additional questions but patient kept saying they were told to get both devices replaced. A replacement recharger (rtm) and controller were sent out. No symptoms were reported.